Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a delivery anomaly from the insulin pump. The mother stated that her son had constant high blood glucose readings and ketones. The mother stated that they have been taking correction doses with a pen. The mother stated that the pump is not delivering insulin accordingly. The mother stated that there no issues with infusion sets, no leaks or air bubbles. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker.